Event description:
(B)(4) I received this device (B)(6) 2012. I received my hsg test in (B)(6) 2013. Was confirmed blocked. Before this I noticed a lot of cramping during my periods. Labor pains to be exact. And still happen to this day. Bloating is an issue. There are day where I look 9 months pregnant. I do have photos. I have had headaches a lot since this device was implanted also. I am not one to get headaches often. I also gained (B)(6) after implantation. Lost (B)(6) but haven't been able to lose anymore. I went on birth control (low dose) to see if it would take away some of the pain and reduce bleeding during my cycles. I also bleed in between cycles. Spotting for a week at a time.